Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited unspecified issue. The lead was capped and replaced with a competitive lead on (B)(6) 2017. The patient was stable before, during and after the procedure with no adverse consequences.